Manufacturer narrative:
The bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot # 5089542 and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that top of the 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube displaced after draw, spilling blood. No blood exposure to mucous membrane. No injury or medical intervention.